Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call has been getting no delivery alarms with the pump. Customer has changed 6 times with the reservoir and infusion sets. Still has not been working. Customer had blood glucose higher than 600 blood glucose and customer gave an injection. Inquired what led up to the complaint. Customer response: customer has been getting no delivery alarms with the pump. Customer has changed 6 times with the reservoir and infusion sets. Still has not been working. Customer had blood glucose higher than 600 blood glucose and customer gave an injection. Customer states that it happens during a bolus. Customer states that there was no bent cannulas on the 6 infusion sets. Customer has been off the pump since his high blood glucose. Insulin flow blocked alarm during basal/bolus/fill cannula troubleshoot. Customer's outcome pertaining to the complaint: all tests passed. Will send replacements for the 7 infusion sets and reservoirs.